Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report high blood glucose. The customer had experienced high blood glucose event value 403 mg/dl. The customer is currently not reporting symptoms related to the high blood glucose event. Troubleshooting was performed and customer alleging possible pump under delivery. The customer believes there is a possible cybersecurity hacking event. There is no mention of pump auto mode/smart guard feature was active at time of high blood glucose event. There is no mention of pump was in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. Cybersecurity - hacking allegation not confirmed (please see attached email for the analysis summary from freger, mark ¿ r&d engineer). The following were noted during visual inspection: minor scratched display window, scratched case and scratched keypad overlay. The sc1 cap and reservoir does lock in place in the reservoir compartment. Please see below for the boluses listed on the event date 05-mar-2024 in the pump history file on the primary svn (B)(6) and on svn (B)(6). (B)(6) 2024 00:19:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 01:29:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 01:44:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 01:49:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 01:54:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 01:59:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 02:04:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 02:09:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 02:14:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 02:19:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date 05-mar-2024 in the pump history file on the primary svn (B)(6) and on svn (B)(6). (B)(6) 2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 397000 (39.7 u) dailytotalofbasalinsulindelivered: 122000 (12.2 u) dailytotalofbolusinsulindelivered: 275000 (27.5 u) there were no autosuspend (12) alarm noted in the pump history file on the primary svn (B)(6) and on svn (B)(6). Please see below for the usersuspended (2) listed on the event date 05-mar-2024 in the pump history file on the primary svn (B)(6) and on svn (B)(6). (B)(6) 2024 09:03:11.000 insulindeliverystopped (30) systemtime = (B)(6) 2024 09:03:11.000 reasonfoinsulindeliverysuspension: usersuspended (2) history download was successful using thump and carelink upload was successful. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-mar-2024 in the pump history file on the primary svn (B)(6) and on svn (B)(6). (B)(6) 2024 09:38:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 09:43:44.000 batteryremoved (55) (B)(6) 2024 09:43:44.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 09:44:00.000 batteryinserted (44) low battery alert was expected due to the customer's battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Cybersecurity - hacking allegation not confirmed. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.